Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the drip chamber of a vented paclitaxel set. This occurred during priming with paclitaxel. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: device available for evaluation?, device evaluated by MFR?, device manufacture date, evaluation codes. Corrected data: the initial date received by MFR date was 11/30/2016, not 11/29/2016. The device was received for evaluation. Visual inspection identified a hole in the lower part of the drip chamber from which the solution was leaking. The reported condition was verified. The cause of the condition was determined to be defective raw material as received from an external supplier. The supplier has been notified and this issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.